Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received multiple different pump errors on their insulin pump. The customer's blood glucose level was 206 mg/dl. The customer reported that the insulin pump was neither stored nor without a battery for more than 8 hours. After troubleshooting was performed the customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.